Event description:
The dr had difficulty inserting the iab into the pt on 1/8/98 at 3:30. The iab was removed on 1/9/98 at 10:45 am. The pt had major ischemia, removal of the iab was required and surgery was required. The iab was not returned to datascope for eval. (Event complications: major ischemia/removal/surgery required-reported 3/13/98.) (Pt's current status: discharged-rpt'd 3/13/98.)